Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge vial with clear surgical residue on product. Visual inspection found haptic deformed and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to 06-nov-2019 in initial MDR g4 - corrected to 06-nov-2019 in initial MDR h6 - patient code 2137 corrected to patient code 2140 in initial MDR h6 - device code 1401 corrected to device code 2923 in initial MDR claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/2.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a non toric, different diopter lens due to lens rotation not associated to a low vault and bad vision. This exchange resolved the problem.